Event description:
It was reported that the device was alarming air in line. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found on the device. No evidence was found in the event log of the reported issue. Air detector test was conducted and the pump failed the air detector test. It is unknown what cause the reported problem. The air detector was replaced. The allegation was confirmed. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.